Event description:
It was reported that there were large air bubbles at the top of the reservoir. The blood glucose reading was 79 mg/dl. The customer stated that he was attempting to change the infusion set when he noticed a large bubble in the reservoir. He was assisted with running a 5.0 unit fill cannula process to get rid of the air bubble and was successful. No further assistance was necessary and nothing was further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.